Event description:
On (B)(6) 2017 I had robotic sacrocolpopexy surgery using boston scientific upsolyn y mesh. I was released from the hosp with a fever on (B)(6) 2017 and the dr believe it to be normal because of surgery. By the morning of (B)(6) 2017 fever spikes from 101-104 continued for a week while I was hospitalized from an abscess on the mesh in the "rectrovisceral" space. I had to undergo 3 more procedures to try to rid my body of this fluid sac and to try to save my life during that week. Underwent treatment for 6 months of intense antibiotics that caused their own side effects and damage to my body. Now a year and a half later, I'm still in the pain and new complications have formed. I was told by the dr that this mesh was different and she assured me that this was my best outcome for my lifestyle and work. This mesh has seriously impacted my way of life and it was not the best outcome for me. My entire life has changed and been affected by this product and surgery. There is no way propylene products are safe to be used medically and should be banned completely. As well as drs should not be allowed to mislead their pts just to be able to perform the surgery. I just found out that the product that's in my body and almost killed me is this material. Severe infection. FDA safety report ID# (B)(4).